Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The internal suction line was rerouted to eliminate the kink.

Event description:
The hospital reported a malfunction resulting in the loss of suction. There was no report of patient involvement.